Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The images submitted with the returned device appear to show a blood-like substance on a white cloth and on the catheter shaft just proximal to the tip electrode; however, no anomalies were noted at the distal end of the returned catheter. Electrode 1 and the tip thermocouple met specifications during electrical testing. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. The ensite case study was reviewed. The time stamps of the ablation events, the labels of the ablation events, and the tc2 temperature information from the log files indicate that the catheter was removed from the patient following rpv ablation and following lpv ablation. The ensite case study indicated increases in impedance during rf delivery in 6 ablation events throughout the study. However, no anomalies were noted during the ablation events prior to patient removal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clots remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the pulmonary vein isolation procedure, a blood clot was observed. Following ablation of the right pulmonary vein (rpv) and the left pulmonary vein (lpv), a blood clot was found at the tip of the catheter twice. The blood clot was removed each time and the procedure was completed with no adverse patient consequences.